Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented for an implant procedure. The patient had sick sinus syndrome. During the implant, the right ventricle lead to be implanted could not be fixed when the lead was placed on the right ventricle. The lead was replaced during the same procedure on (B)(6) 2021. Patient was stable.